Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed high pacing impedance that exceeded the upper limit, exhibited by the right ventricular (rv) lead. Months later a device interrogation found loss of capture. The patient was dependent and experienced syncope and shortness of breath. Lead fracture was suspected, and the patient was scheduled for replacement. The lead was explanted. The patient was stable.